Manufacturer narrative:
After receiving the customer's email, our company attached great importance to it and immediately organized relevant personnel to investigate. We reviewed the incoming material inspection reports and manufacturer's outgoing inspection reports for the pp used in the safety devices, production batch records, on-site operations, non-conforming product records, design and development data, all of which showed no abnormalities. Subsequently, we will provide training for the relevant personnel.

Event description:
Needle failed to engage with the safety sheath after administration.